Manufacturer narrative:
H6: medical device problem code 2017 clarifier - against resistance manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was done using a prostyle device after a cardiac ablation procedure with an 8f sheath. Reportedly after successful deployment, the device could not be removed from the patient. The lever was manipulated, then the device was removed from the anatomy against some resistance. It was thought that the foot had caught the tissue inside the vessel. Despite the reported difficulty, hemostasis was achieved with the same prostyle device. It was further reported that the difficulty was due to the technique of the procedure and not the device. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic prostyle instructions for use (IFU), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulty appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.